Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Visual inspection found no physical damages to the electrode packaging. The electrode pads passed all testing, including 30 joule testing and inspection of the shorting wire was found intact with no discrepancies that would have contributed to the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to obtain an ECG signal via these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.